Event description:
It was reported that unspecified bd ¿ syringe was difficult to use. The following information was provided by the initial reporter, translated from german to english: customer injects her dog with the above syringe. The syringe is very difficult to use. Additional information in the email: ¿I'm not recording this now as usual because it didn't happen on humans. The syringe is used on a dog. User claims the syringe is sluggish. The problem would occur again and again. However, the person is also not instructed with the handling.¿

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown e.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that unspecified bd ¿ syringe was difficult to use. The following information was provided by the initial reporter, translated from german to english: customer injects her dog with the above syringe. The syringe is very difficult to use. Additional information in the email: ¿I'm not recording this now as usual because it didn't happen on humans. The syringe is used on a dog. User claims the syringe is sluggish. The problem would occur again and again. However, the person is also not instructed with the handling.¿